Event description:
It was reported that following implant of the right ventricular (rv) lead, r waves were very small. The lead remains in use. No patient complications have been reported as a result of this event.